Event description:
Additional information via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured anemia with a " probable" relationship to the impella device used: ¿baseline hgb 14.0. Post pci hgb 7.9. Nadir hgb 13mar2024 6.4. 1 unit prbcs transfused. Ferrlecit 125mg x1 dose given. Bleeding source not identified. Hematology note- more suggestive of consumption in setting of blood loss; likely iron deficiency & anemia of chronic disease. Hgb at d/c 8.4.¿ the patient recovered with no sequelae.

Manufacturer narrative:
B5 and h6 has been updated as per additional information received. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
A notification was received via long-term outcome and quality indicator impella registry regarding a patient that developed right limb ischemia during impella cp support. It was noted that the lower extremity was cold, and the patient complained of pain and numbness in the right leg. To manage the condition, an internal bypass catheter was placed in the left femoral arterial sheath down into the right popliteal. Doppler confirmed pulses were present following the intervention.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system: section: potential adverse events (united states) "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported limb ischemia and access site bleed has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and access site bleed could not be determined as the device was not returned nor sufficient clinical details.